Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt sn (B)(4) was completed. Upon receipt the electrode belt was leaking gel from the front therapy electrode. The electrode belt's ECG circuitry and pulse delivery circuitry was tested and found to be fully functional. The root cause for the leaking therapy electrode was excessive force on the front therapy electrode.

Event description:
Us distributor reported that the patient had sustained a burn underneath her ribs. Further investigation determined that the patient had a burn-like irritation and was not burned by the lifevest. No treatment was delivered by the device. The patient's son reported that the irritation was an open wound. The patient's physician prescribed bacitracin zinc cream for the wound and advised the patient to cover the wound with gauze. During a distributor representative follow-up, it was discovered that the patient's electrode belt was leaking gel near the patient's wound. Further follow-up attempts were unsuccessful. The patient's medical outcome is unknown.